Event description:
It was reported that during an implant attempt, the lead was implanted but removed due to high (rising) thresholds. The physician was unable to reuse the lead due to "twisted" lobes on the fixation portion of the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The helix/lobe was distorted/bent. The distal conductor had blood/body fluid (not obstructed.) There was blood/body fluid on the outer tubing overlay and blood in/on the helix/lobe mechanism.